Event description:
Report status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the deliver system was advanced and inflated in the rca lesion. The stent implant could not be seen and was thought to have embolized in the patient; however, it was found with the packaging, dislodged in the protective sheath. Two 4.0 x 15 mm vision stents were deployed to complete the procedure. There were no patient effects. No additional event patient information is available.

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering was unable to determine a definitive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast in the inflation lumen and balloon. The stent implant was returned loose inside the protective sheath, dislodged from the sds. There was no damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was a kink in the distal shaft 13 cm distal to the guide wire exit notch. There was no other damaged noted to the sds. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met manufacturing criteria. Pin gauges were used to measure the inner diameter of the flared end of the protective sheath and it was within manufacturing criteria. Product performance engineering reviewed the incident information. Reportedly, the stent was not noticed to have been dislodged until after the sds was inflated in the rca, suggesting that the sds was not properly checked to verify if the stent was mounted and stationary on the balloon before inserting it into the vessel. It should be noted that the inspections prior to use section of the product's instructions for use (IFU) states, "prior to using the multi-link mini vision rx or otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." The sds was returned with contrast in the inflation lumen and loosely folded balloon, which is consistent with the reported information that the sds had been prepared for use and pressurized in attempt to deploy the stent. The analysis confirmed that the stent inplant had dislodged and was returned loose inside the protective sheath. There was no damage observed to the stent. In this case, the presence of crimp marks on the balloon and between the markers suggests that the stent was originally positioned correctly and securely at the time of manufacture. Additionally, measurements of the outer diameter of the stent and the inner diameter of the protective sheath were within manufacturing criteria. It is possible that the stent dislodged as a result of handling during product preparation, though this could not be verified. Similarly, if significant pressure is inadvertently applied during removal of the protective sheath, the stent can become disrupted on the balloon, which may also facilitate stent dislodgement. Also noted during the analysis was a kink in the distal shaft, 13 cm distal to the guide wire exit notch; however, since this damage was not reported in the case description, it is likely that the shaft kinked as a result of packaging and shipment back to abbott vascular for analysis. Although this cannot be verified, this damage does not appear to be related to or have contributed to the reported difficulties. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot and all on-line inspections and testing met manufacturing criteria. In this instance, a definitive cause for the reported stent dislodgement cannot be determined, however, there is no indication of a product quality deficiency. Product performance engineering will trend and monitor the experience circumstances. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters during the manufacturing process. A sampling of units is also subject to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.